Manufacturer narrative:
Reportable malfunction with inomax dsir ds20090372 was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery stopped alarm occurred as the monitored nitric oxide (no) value (i.e., actual: 120 ppm) was greater than the absolute max of 100 ppm for 12 consecutive seconds. Afterwards, a service log entry for failed low no cell calibration due to the low points being greater than the maximum value (max: 655 counts; actual value: 1447 counts) was observed. Although identified in the service log, the regional service center (rsc) did not experience a delivery stopped alarm during testing. The root cause for this occurrence was likely due to a malfunctioning no sensor. The device's no sensor was replaced during service. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
On (B)(6) 2019, a mallinckrodt internal employee discovered a delivery stopped alarm due to nitric oxide (no) greater than absolute max of 100 ppm followed by a failed low no cell calibration for inomax dsir ds20090372. This service log finding meets the criteria of a reportable malfunction. This match was found during a routine review of the service log for a device located in the us. There was no reported complaint for the issue/alarm of delivery stopped.